Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website for this pacemaker device, exhibiting high out of range shock impedance (154 ohms). The physician reported a history of high shock impedance (within normal range), since implant. In clinic testing the following day, included evocative maneuvers, with no artifacts seen. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that the shock impedance has been stable at 130 ohms for approximately one year, with a few peaks to 150 ohms. The consultant provided recommendations for additional testing, x-ray imaging, and monitoring. This rv lead remains implanted. No adverse patient effects were reported.